Event description:
It was reported that roll-off was not achieved. A 3.0cm x 15cm leveen superslim needle electrode system was selected for use in a radiofrequency ablation procedure in the liver. After the needle electrode was inserted into the lesion and properly placed, ablation was performed at 60 watts for 5 minutes and 120 watts for 7 minutes, but the lesion showed no response under ultrasound imaging. The impedance indicator on the generator remained stable at around 130 and did not increase. The procedure was completed with a new needle electrode and the original generator. The tumor was successfully treated. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Event description:
It was reported that roll-off was not achieved. A 3.0cm x 15cm leveen superslim needle electrode system was selected for use in a radiofrequency ablation procedure in the liver. After the needle electrode was inserted into the lesion and properly placed, ablation was performed at 60 watts for 5 minutes and 120 watts for 7 minutes, but the lesion showed no response under ultrasound imaging. The impedance indicator on the generator remained stable at around 130 and did not increase. The procedure was completed with a new needle electrode and the original generator. The tumor was successfully treated. There were no patient complications as a result of this event, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis. No visual damages were observed on the device. An electrical evaluation was performed by measuring the continuity, and the electrode was able to conduct current, indicating proper connectivity. A resistance test was performed, and the resistance between the electrode and corresponding tine measured within specification. The reported event was not confirmed.